Event description:
The reporter states during use, two guide pins broke where the thread meets the shaft. The pieces remain in the pt. There has been no adverse effect on the pt as a result of this event. There was no delay in surgery ended with good fixation.

Manufacturer narrative:
Evaluation summary: the device has not been returned for evaluation. The lot codes are unk for review of the device history record.